Event description:
It was reported that the during the use of the product, leakage of medical fluid from the medication bag was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Sample received: one sample was received. Sample consist in one cassette products from part number 21-7302-24. Picture by the customer was not provided. Sample was received in after used conditions, decontaminated and inside in a plastic bag. Visual inspection: the sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. Results: no damage, kinks or any discrepancies that could cause the failure mode reported. Leak point inspection: cassette medication bag was removed from the cassette disposable to identify the specific point of the leak. It was identified that the leak point is in the perimeter seal of the medication bag located down of the union of the bag and pump tube, near of the cavity medication bag identification. Root cause - the most probable root cause is medication bag was damaged and not correctly segregate. Allegation confirmed: yes.